Event description:
Medsun mandatory and voluntary report form # (B)(4) received, reporting: describe the event or problem: patient was in cath lab for inferior wall stemi [st-segment elevation myocardial infarction] and had 2 stents placed in rca [right coronary artery]. The ivus [intravascular ultrasound] was used afterwards to ensure the stents were properly placed and deployed in the coronary artery. When ivus imaging was done the catheter could not be removed without also removing the guidewire at the same time. Ivus catheter and guidewire were removed together, as a single unit. It appears that ivus catheter got stuck on the wire. No harm to patient but could have potentially caused hard if a guidewire was still needed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficulty removing an ivus catheter over the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, inadequate hydrophilic coating on guide wire and/or damage to the ivus catheter and/or damage to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Medsun mandatory and voluntary report form attached.